Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 03.110.005, lot: l551171, manufacturing site: bettlach, release to warehouse date: 29.aug.2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary it was reported that on an unknown date, the handle for the torque limiters was discovered to be broken. It is unknown if there was a surgical or patient involvement. Visual inspection: visual inspection performed at customer quality observed that the head screw component that holds the internal quick coupling component in the handle component is missing. Due to the missing screw, the device was returned separated into 2 pieces (plastic handle and internal metal coupling. No new issues such as device breakage were noted. Based on the visual inspection, the received condition of the device (received in two pieces due to missing the thread pin) agrees with the complaint description. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: dimensional analysis was not able to be performed because the thread pin was not returned. Conclusion: while no definitive root cause could be determined, it is possible that misplacing the threaded pin component during sterile processing could have led to the complaint condition. The complaint condition is confirmed, however no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the handle for the torque limiters was discovered to be broken. It is unknown if there was a surgical or patient involvement. This report is for one (1) handle for torque limiting attachment. This is report 1 of 1 for complaint (B)(4).